Manufacturer narrative:
No definitive root cause could be identified for the disc space breach at c3-c6. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
On 19 feb 2026, orthofix was made aware of the following event that occurred during surgery using 7d surgical flash imaging. Per the reporter, the surgeon had difficulty achieving an accurate navigation registration. During this time, a dural tear occurred and blood loss was observed. As per reporter, a spinous process clamp was used as a reference frame, and the surgeon elected to place screws using freehand technique. Information reported indicated the procedure progressed to the thoracic spine where the preoperative plan was to place pedicle screws at t1-t2. During surgery, navigation registration was archived with anatomical points corresponding to t2 and t3, and intraoperative imaging confirmed that the screws were placed at t2-t3 and were not revised. Screws were navigated at c3-c6. Intraoperative imaging identified screws placed in the disc space. The left-sided screws were revised. The right-sided screws were assessed by the surgeon as acceptable.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no successful response. Should new information become available a supplemental report will be submitted.